Event description:
It was reported by the affiliate that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon fired 4 times and heard a crunch sound though it was not working well. One staple did not form properly. The case was completed with another instrument and there was no consequence to the pt.